Event description:
Reportable based on information received on (B)(6) 2012. It was reported that during an embolization treatment procedure, coil advancement difficulties within a micro catheter occurred. Access was obtained via the right femoral. The target area was a tumor located in the right hepatic artery with a descending artery supplying the tumorous tissue (left hepatic lobe). Another manufacturers' catheter was advanced and a 7mm coil was placed with some difficulties. A second coil was attempted but could not be advanced through the catheter. The system was exchanged. Several unsuccessful attempts were then made using various microcatheters and coil combinations. One of these being a renegade microcatheter and a 10mm/14mm complex helical-18 coil. It was reported that the coil had become stuck inside the catheter and could not be advanced. The catheter and coil were removed together. The procedure was completed with a non-bsc catheter and the placement of three coils and microparticles. The vessel was completely and successfully embolized. Continuous flush was not used during the procedure. There were no reported patient complications and the patient was fine post-procedure. However, the returned devices showed that the stuck coil was protruding from the tip of the catheter.

Manufacturer narrative:
Device evaluated by manufacturer: the renegade catheter and coil were returned together. The coil was stuck protruding from the distal tip of the catheter. An unknown pusher wire was protruding from the catheter hub. The pusher was advanced with restriction due to dried blood and the coil was removed. However, the pusher wire became stuck in the catheter due to dried blood and could not be removed. The coil was removed and inspected. Dried blood was present, no other anomaly was noted. A microscopic examination found that both zap tips shape and surface were smooth. The dimensions of the coil were found to be in specification. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause of this complaint is user related as the dfu was not followed. Insufficient flush was used. The dfu states "in order to reduce the risk of complications, a continuous flow of appropriate flush solution should be maintained between a) the microcatheter and guiding catheter, and b) the microcatheter and any intraluminal device. Continuous flushing also reduces retrograde flow of blood into the microcatheter during coil delivery and reduces the potential for contrast crystal formation and/or clotting on both the guidewire and inside the microcatheter lumen." The nonperformance of this preparatory step is a contributory factor in difficulties advancing the coil in the catheter. (B)(4).